Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The following physical damage was also noted: cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer was unable to clear the alarm; she removed the battery but the alarm persisted. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.